Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Same patient as stryker reference (B)(4). Device was not returned .

Event description:
It was reported by the surgeon that there is a patient that was implanted with variax clavicle plate and with the corresponding screws, but they had to be explanted due to discomfort. The surgeon examined the explanted products and saw there was some kind of infection. Sometime later, he implanted a new plate but the patient had discomfort again so the plate was again explanted. The surgeon requests a raw material certificate, because he does not think that the problem is related to the product. He thinks that the patient has an allergy to the metal.